Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of report, event, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR. Radiographs were provided and reviewed by a health care professional. Review of the available records identified superolateral dislocation of femoral head in relation to the acetabular cup. Focal radiolucency within left ischium inferior to medial cup margin possibly representing osteolysis. Bones were osteopenic. Reported event was confirmed by review of x-rays provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner; unknown cup; unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02123. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in patient.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient experienced dislocation. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.